Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. A 6fr device was reported to have been used after a 7fr procedural sheath. The angio-seal vip IFU indicates that the 6fr device should only be used after a 6fr or smaller procedural sheath has been used. Use of a larger sheath may result in issues with closure. It is possible that use of a larger procedural sheath interfered with device closure, however the exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
No equipment or other devices were used with the above product. Terumo medical corporation received the reported information. In order to perform endovascular therapy (evt) treatment, the right common femoral artery (cfa) was punctured. After the procedure, hemostasis was achieved using the angio-seal device. No oozing was observed that day. Two days after the procedure, the patient reported hearing a "pop" sound from the puncture site, as if something had been come off; therefore, the physician was called. Although there was no bleeding, close observation revealed that the anchor was protruding into the tissue and that the suture and the collagen were protruding outside the body. Surgical treatment was performed to remove these, and a suture was performed. There was no health hazard to the patient. The type of procedure performed was hemostasis. The blood loss was less than 250cc. The patient was stable. The patient's hospitalization was extended due to the event. There were difficulties with puncture, the guidewire or sheath insertion. The physician commented that as the patient was a full-figured woman and the fat at the puncture site was thick, with a subcutaneous layer of 6 cm, the puncture was difficult. It was not believed that the event was caused by an issue with the angio-seal device. The procedure before deploying the device was evt. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.